Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found loose hardware on the siderail preventing the siderail from latching. The technician tightened the loose hardware to repair the bed.